Event description:
Ongoing occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump and a replacement pump was sent to the customer.